Manufacturer narrative:
G3, h2, h3, and h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. G2: report source update.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a revision tka, the surgeon was putting in the lgn ps high flex xlpe sz 5-6 13mm however it would not stay locked into the tibial baseplate. After multiple times, it was confirmed nothing was blocking the poly and the poly appeared to be warped on the backside. Another poly was opened which locked in place. Surgical delay of 15 min. No harm to patient.